Event description:
Reportedly, high pressure gradient (pg) and velocity was observed with a 21mm valve after an implant duration of approximately 3 years ((B)(6) months at time of report). The customer reported that a magna 300021mm valve was implanted for aortic valve replacement (avr) on (B)(6) 2009, since the patient did not want to take warfarin. After implant, 6 echocardiography recordings were performed. There was no hemodynamic change for a while, however, from echocardiography performed on (b)(6 2012, pg and flow velocity value started going up. Also, at (b)(6 2011, patient fell from a ladder and hit his lower back hard. The patient was admitted to the hospital and he had a fever while he was in the hospital. Antibiotics were administrated and his fever was reduced. This time, the patient visited the doctor for a cold. At transthoracic echocardiography, peak pg was confirmed to be 62.7mmhg and peak velocity was 4.0m/sec and they were both high. The leaflets were also observed to be thickened. Systolic murmur was not confirmed by auscultation. Before avr on (b)(6 2009, percutaneous coronary intervention (pci) was performed and a drug-eluting stent (des) was implanted at left anterior descending coronary (lad). Medications that the patient has been taking were plavix and crestor (2.5mm). The customer commented that he wondered if the fever patient had at (B)(6) 2011 could be pve. The device remains implanted.

Manufacturer narrative:
Method: device not received. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was not returned for evaluation because it remains implanted.